Manufacturer narrative:
The reported events of lead damage and wire got stuck inside the lead were confirmed. As received, a complete lead with stuck guidewire was returned in one piece. The ptfe coating of the stuck guidewire was stripped and was found bunched up with the inner coil inside the connector pin and was also found bunched up distal to the connector pin. The connector pin with the cap and crimp sleeve were found pulled out stretching the inner coil consistent with damage due to excessive forces applied while attempting to remove the guidewire from the lead during the procedure. The cause of the reported events was isolated to the bunching of the guidewire ptfe coating inside the inner coil at the connector region that prevented the removal of the guidewire and excessive forces resulted in the connector pin with the cap and crimp sleeve to be pulled out through the connector assembly. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the left ventricular lead was damaged when the guidewire was removed as it was stuck in the lead. The lead was not replaced. The patient was stable.